Manufacturer narrative:
Retainer ring: black. On (B)(6) 2021 customer reports: pump issues, patient has been getting insulin flow block alarms. Rfr codes: no delivery/occlusion alarm - unknown timing. The pump history download was successful using thus. Per visual inspection: minor scratched display window, case, keypad overlay and faded serial number label. The p-cap / reservoir locked properly during testing. No damage on the retainer during visual inspection. The unit power up properly after battery installation. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow block alarms noted during testing. During download review, no evidence of no delivery alarms found during complaint report date of 07/31/2021. However, from 6/26/2021 starting at 21:24 through 7/9/2021 21:49 there were 104 no delivery alarms per long trace history file, pump history file and adapt tool findings. Last no delivery alarm received prior to customer complaint was recorded on 07/09/2021 at 15:54:26. Events that occurred before alarm occurred, on 07/09/2021 at 15:52:11 a normal manual bolus of 5.4 u was programmed with an active insulin of 6.2 u. The bolus amount the pump delivered was 3.3 u before receiving the no delivery alarm. The bolus delivery was canceled due to no delivery alarm with 2.1 u remaining. In summary, customer allegation of no delivery alarms were not confirmed during testing. However, the customer complaint of no delivery alarms was confirmed via data analysis of pump history files. Unit may have had an intermittent failure not detected during our testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow block alarm. Customer stated that it was past event. The customer decline the troubleshooting for insulin flow blocked alarm. No harm requiring medical intervention was reported. The device was returned for analysis.